Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was coming in for an MRI scan, and it was noted that this right atrial (ra) lead showed high pacing thresholds and had displaced slightly from its original positioning, this was verified via x-ray. The sensing and pacing impedances measurements appeared normal. Technical advice was needed if it was considered off label to have the MRI scan with higher lead pacing thresholds. Boston scientific technical services (ts) discussed this case and noted that the scan would not be off label if the patient was considered not pacemaker dependent and if the patient and the system met the criteria to be considered as MRI conditional per labeling. Additional information noted that this patient was booked for an ra lead repositioning procedure but does not pace thus the lead has been left in place for the time being. No adverse patient effects were reported.